Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was inserting the 511h trocar from fnc90 tray. The surgeon had difficulty getting the trocar inside the abdominal cavity. When the trocar finally was inserted, the liver had a small tear in it. The bleeding was controlled with no consequence to the patient.